Event description:
It was reported via repair work order that the caster was damaged which could result in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.